Manufacturer narrative:
Product event summary : the analyst commented that the device had a charge circuit timeout that occurred on (B)(4) 2015 which is after device was explanted. It is noted that the detections were on when device was received and total cumulative charge time was 791.43 seconds. No longevity calculation was performed because the device had a couple of power on resets (por) occur right after the device was explanted.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was at elective replacement indicator (eri) and had early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).